Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at the keypad traces and traces of corrosion were found at the electronic assembly per our visual inspection. Unable to perform functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. No frozen screen noted. The insulin pump had minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call that the insulin pump keypad is not responsive and the pump got wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump display screen is frozen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.